Event description:
The patient experienced shocking at the device site and pins/needles sensation in the left leg. About 1.5 weeks ago the patient noticed her leg was tingling, later (length of time unknown) the sensation turned to pins and needles which resulted in her not feeling her left foot. She then began to have shocking at the device site. The impedances were checked and the device was reprogrammed on (B)(6). The patient had to reschedule her appointment to (B)(6). The company representative reported on (B)(6) 2014 that an impedance test was performed this morning and were within normal limits. No malfunctions were seen and no intervention was taken or planned. The issue has resolved on its own and the patient no longer experienced the discomfort.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger product ID: 97754, serial# (B)(4), implanted: (B)(6) 2013, product type: recharger. Product ID: 97740, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).